Event description:
Reporting status: malfunction. Reporting rationale: breakage of device is known to cause or contribute to pt injury. Device issue: breakage of device. It was reported that two pre-dilatation attempts were made with other company's balloons without success. The last attempt was repeated by combining it with the buddy-wire technique with partial success. It was decided to place the xience stent at 20 atm. The angiographic image showed the stent not completely deployed, thus it was decided to post dilate the stent by using a powersail 3.75 at 20 atm without any improvement. Additional inflation of the balloon at 22 atm resulted in a balloon rupture. The balloon was extracted together with the guiding catheter, due to the difficulties encountered during extraction in the proximal tract of the guiding catheter. The guiding catheter was repositioned and an ivus evaluation was performed. An additional post-dilatation was attempted with another company's balloon; however, the balloon ruptured. A further ivus evaluation showed a suspected break of a stent strut in the center. The final result was accepted. The pt had a normal course and a control coronarography confirmed the previous day result. No additional event or pt information is available.

Manufacturer narrative:
The 3.00 x 12 mm powersail coronary dilatation catheter mentioned is being fled under another MFR number.